Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1200 serial #: (B)(4) description: precision montage MRI ipg sterile kit the explanted devices were not returned to bsn as it was kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing abdominal pain after an implant procedure. Imaging showed that the paddle was pressing on the nerve. The physician believed it was not procedure related but due to the location of the paddle in the epidural space. The patient underwent an explant procedure and was doing well postoperatively.